Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Error logs showed that the pendant displayed a battery critical level message and that the imaging system was fully charged at the time of the reported issue. Visual inspection found that a wire was loosed on the battery monitor board. The subsequent wire was tightened. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not holding a charge when the system was being driven. It was noted that the imaging system would power down shortly after being disconnected from a known operational power outlet. There was no patient present when this issue was identified. No additional information was provided.